Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
Us distributor contacted zoll to report that a patient was treated. The patient was conscious during the treatment event. The specific rhythm at the time of the treatment events is unknown because the ECG recordings are not available for review on the day of the defibrillations. The patient continued to wear the lifevest.